Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and anorectal disorder ('anal rectal surgery') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6)2008, the patient had essure inserted. On (B)(6)2010, the patient experienced eczema ("eczema"). On (B)(6)2011, the patient experienced autoimmune thyroiditis ("hashimoto's disease") and goitre ("thyroid swelling"). On (B)(6)2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\ abnormal bleeding (menorrhagia)"), nausea ("nausea"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6)2012, the patient experienced anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), allergy to metals ("allergy: nickel"), dysuria ("urinary probs"), bladder disorder ("bladder probs"), vaginal infection ("vag. Infect"), urinary tract infection ("uti"), cystitis ("bladder infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), alopecia ("hair loss"), tooth disorder ("dental probs"), menstruation irregular ("hormonal changes describe: irregular periods"), headache ("headaches"), vertigo ("vertigo"), vision blurred ("vision/eye problems type: blurred vision"), abnormal behaviour ("I felt crazy"), psoriasis ("psoriasis"), dizziness ("dizziness"), anorectal disorder (seriousness criterion medically significant), hepatitis ("when I had hepatitis"), urinary tract disorder ("bladder or urinary problems or changes"), pain in extremity ("leg pain") and fibromyalgia ("fibromyalgia") and was found to have weight increased ("weight gain/ weight loss"). The patient was treated with surgery (anal rectal surgery and hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, allergy to metals, anxiety, dysuria, bladder disorder, vaginal infection, urinary tract infection, cystitis, vaginal discharge, fatigue, irritable bowel syndrome, alopecia, tooth disorder, menstruation irregular, headache, nausea, weight increased, vertigo, vision blurred, mood swings, abnormal behaviour, female sexual dysfunction, post-traumatic stress disorder, dizziness, anorectal disorder, hepatitis, urinary tract disorder, pain in extremity and fibromyalgia outcome was unknown, the autoimmune thyroiditis, goitre, psoriasis and eczema had not resolved and the menorrhagia, metrorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abnormal behaviour, allergy to metals, alopecia, anorectal disorder, anxiety, autoimmune thyroiditis, bladder disorder, cystitis, dizziness, dysmenorrhoea, dyspareunia, dysuria, eczema, fatigue, female sexual dysfunction, fibromyalgia, goitre, headache, hepatitis, irritable bowel syndrome, menorrhagia, menstruation irregular, metrorrhagia, mood swings, nausea, pain in extremity, pelvic pain, post-traumatic stress disorder, psoriasis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6)2008 (summons) and (B)(6)2009 (pfs) patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), allergy: nickel, hashimoto's disease, psych injury, bladder probs, urinary probs, vag. Infect, uti, bladder infect, vag. Discharge, fatigue, gi conditions, hair loss, dental probs, hormonal changes, headaches, nausea, weight gain, weight loss, nuero condit/problems, vision probs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion- coils in correct placement. Imaging procedure - on (B)(6)2009: essure confirmation test (unspecified)bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs received: new events-mood swings, I felt crazy, abnormal bleeding (vaginal), apareunia, ptsd, thyroid swelling, eczema, psoriasis, bladder or urinary problems or changes, hepatitis, fibromyalgia, leg pain, vaginal discharge, weight gain, ibs, rectal issues were added & following events were updated from vision problems to blurred vision, neurological problems to vertigo, psych injury to anxiety, hormonal changes to irregular periods, weight gain/ weight loss to weight gain. Event outcome of abnormal bleeding was added. Event onset dates were added. Lab test was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and autoimmune thyroiditis ('hashimoto's disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), allergy to metals ("allergy: nickel"), psychological trauma ("psych injury"), dysuria ("urinary probs"), bladder disorder ("bladder probs"), vaginal infection ("vag. Infect"), urinary tract infection ("uti"), cystitis ("bladder infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental probs"), headache ("headaches"), nausea ("nausea"), weight fluctuation ("weight gain/ weight loss"), nervous system disorder ("neuro condit/problems") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune thyroiditis, abdominal pain, dyspareunia, dysmenorrhoea, allergy to metals, psychological trauma, dysuria, bladder disorder, vaginal infection, urinary tract infection, cystitis, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, weight fluctuation, nervous system disorder and visual impairment outcome was unknown and the menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune thyroiditis, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2008 (summons) and (B)(6) 2009 (pfs) patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), allergy: nickel, hashimoto's disease, psych injury, bladder probs, urinary probs, vag. Infect, uti, bladder infect, vag. Discharge, fatigue, gi conditions, hair loss, dental probs, hormonal changes, headaches, nausea, weight gain, weight loss, neuro condit/problems, vision probs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified)bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), allergy: nickel, hashimoto's disease, psych injury, bladder probs, urinary probs, vag. Infect, uti, bladder infect, vag. Discharge, fatigue, gi conditions, hair loss, dental probs, hormonal changes, headaches, nausea, weight gain, weight loss, neuro condit/problems, vision probs. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.